Manufacturer narrative:
One sample model mz1000 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed and a leak was observed between the maxzero and the syringe connected. Visual inspection under the microscope showed a crack on the side of the threads at the top of the maxzero. The customer complaint was verified. From the manufacturing investigation, the leakage due to damage could not be replicated in the manufacturing process. This condition may be generated due alcohol usage and/or excessive force applied to the maxzero. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leaking observed at connection of maxzero and diffusics no impact reported.